Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was used in a thrombectomy procedure. During preparation, it was noted that the console is not working and showed error message, it was restarted but still did not succeed. The procedure was not completed due to this event. There were no patient complications reported.